Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported a revision procedure was performed on an unknown date due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.